Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received pump error and battery failure error. The blood glucose level was unknown. Troubleshooting was performed for pump error and noticed that the insulin pump received no motor movement or negligible movement. Retries to free a stuck motor failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed pump error 38 during the rewind due to unlocked motor flex connector. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to pump error 38. The motor was tested outside the device and passed.